Manufacturer narrative:
Additional information: the device was not returned for evaluation; however, a (photo or video) was received. Device evaluation: customer photos were provided and were evaluated. The photos displays the suspect lens, and the lens can be observed to be chipped on the edge. Due to no product return, no further evaluation could be performed and no further issues could be identified. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified during photo evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor encountered the stiffness while loading the preloaded toric intraocular lens (iol) and upon inspection doctor confirmed that there was a crack on the optic part of the lens. There is no patient contact. The procedure was completed successfully with an extra iol. No other information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: email address: unknown, information, not provided. Section e1: initial reporter: telephone number:(B)(6) . Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.